Event description:
It was reported that air in line alarm was experienced.

Event description:
Additional information: occurred during maintenance check between patients; returned to pharmacy.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. Air detector was tested, the air detector was not functioning. Air detector was replaced air detector.